Event description:
Baxter received a report that total care frame had head of bed not going up. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the solenoid valves needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in mar 27, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. The technician replaced the solenoid valves to resolve the reported event. Based on this information, no further action is required.